Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting for multiple pump error. Device will not return device for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. Unable to verify excessive no delivery alarm and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.